Manufacturer narrative:
As of 08/01/2024 unused returned product was submitted to the lab for testing, with no defects noted. In addition, aso has reviewed records of biocompatibility tests and latex screening. Refer to section b.6 of this report for further details.

Event description:
On the initial report on 06/25/2024, the consumer stated that the bandages pulled her daughter's skin off. The consumer returned the customer information request (cir) on (B)(6) 2024. The consumer stated that her daughter used the bandage on the inside of her left thigh to cover a pimple. After a day of walking, she was in a lot of pain. The customer's mom checked her leg, and the strip was still on, but she had pulled off her skin where the tape was. The bandage had shifted while pulling off the skin. The consumer confirmed that the issue was with the tape area.